Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was having blood glucose levels in the 300 mg/dl, 400 mg/dl, and 500 mg/dl range. The customer was on medication that could be causing high blood glucose levels. The customer treated his blood glucose level with the insulin pump to bolus. The device was not returned.